Event description:
During functional testing at zoll medical's technical service department the device would not power on. There was no pt involvement during the malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.